Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone software error detected alarm and hardware low level failure alarm on the insulin pump. Customer¿s blood glucose level was 235 mg/dl. Troubleshooting was performed. Customer advised the insulin pump failed during the self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures alarm confirmed in the insulin pump history due to software error. Software error detected noted in the formatted history file due to software error.